Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked. Customer's blood glucose (bg) level was 565 mg/dl. A manual injection was administered and a supply change was performed to address bg and leaking cartridge.